Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and ever sense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor broke into two pieces during the initial removal attempt on (B)(6) 2024 and only a portion of sensor was removed. The remaining piece of the sensor could not be removed during the initial attempt. Another attempt was made on (B)(6) 2024, during which the remaining piece of the sensor was removed successfully. The customer is doing well. The sensor pieces have been requested to be returned back for further evaluation of sensor breakage. The sensor breakage incident was submitted separately under complaint: (B)(4). The evaluation results will be provided within the final incident report of complaint: (B)(4). This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024 and only a portion of sensor was removed. The remaining piece of the sensor could not be removed during the initial attempt. Sensor was palpable and a transmitter was used to localize the sensor. Another attempt was made on (B)(6) 2024, during which the remaining piece of the sensor was removed successfully. The customer is doing well.